Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® plastic ppt molecular diagnostics tube, the gel in the tubes appeared to have bubbles in it. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that before use of the bd vacutainer® plastic ppt molecular diagnostics tube, the gel in seven of the tubes appeared to have bubbles in it. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: describe event or problem: it was reported that before use of the bd vacutainer® plastic ppt molecular diagnostics tube, the gel in seven of the tubes appeared to have bubbles in it. There was no report of exposure, injury, or medical intervention noted. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gel air bubbles with the incident lot was observed. A review of the manufacturing record was completed for the incident lot and, based on this review, there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Bd had not received samples from the customer facility for evaluation of the issue of erroneous results; therefore, the investigation was limited. Roche cobas hiv guidelines recommend the use of edta (lavender capped) tubes with the separation of the plasma from whole blood and transfer to polypropylene tubes. A review of the manufacturing record was completed for the incident lot and, based on this review, there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for gel air bubbles with the incident lot was observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. As no samples were received for evaluation, the customer's indicated failure mode of erroneous results was not observed by bd. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. A root cause could not be determined for erroneous results. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.